Event description:
It was reported this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therefore, therapy was exhausted. Technical services consultant recommended reprogramming. At this time, this ICD remains in service and there were no additional adverse patient effects reported.